Event description:
It has been reported to co that upon opening the packaging of this device, it was noted that the inner sterile packing was damaged thus affected the sterility of the product. There was no pt involvement. The device is being returned for the co's analysis.